Event description:
A hole in the arterial pressure bubble was noticed after dialysis treatment, blood was returned and a new setup completed. Lot 00vl822810. No harm to patient, hole did not reach patients blood. Device sent to b. Braun for analysis. Waiting to hear their findings.